Event description:
It was reported that the cartridge was damaged at the pigtail, and the caller experienced the issue once. There was no adverse impact to the customer's blood glucose level. The caller was able to change the cartridge and successfully resume insulin therapy, and the cartridge was set to be replaced via RMA.